Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter indicated that the display screen had become very dim over a few weeks and was only able to be read in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings:. The pump display screen was found to be dim with a reddish coloration to the characters. Unrelated to the complaint, the keypad buttons were found to be intermittently responsive to button presses during investigation. The pump keypad was removed and contamination was found under all of the button contacts. Also unrelated, the battery compartment was observed to be cracked at the case seal and at the bumper pad.